Event description:
The customer reported an issue with the insulin gauge on the pump, which displayed a fill estimate that differed significantly from the expected amount by over 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed the necessary steps to remove air from the cartridge and refill it using room temperature insulin but was unable to reload the same cartridge. Technical support guided the customer through using a new cartridge, and although offered, the customer declined to deliver a bolus to update the insulin estimate. The customer decided to monitor the situation and follow up if needed.